Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was determined that the output connectors were broken and that the display wires were pinched, but the insulation was not compromised. It was further noted that the device needed the updated battery shorting bar design. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
The external pulse generator was returned for a test and calibration procedure and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.